Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated MDR # 1225714-2013-02861.

Event description:
The plaintiff's attorney alleged that the decedent experienced unspecified injuries, including cardiovascular event on (B)(6) 2012 after the use of the product.